Event description:
It was reported that a patient implanted with an unknown xience v stent had called to report that she is suffering from a rash and hives. The patient was in hospital and called to ask about the side effects of plavix. The patient has since been put on effient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.